Event description:
Legal papers allege the patient will be revised to address acetabular loosening resulting in metallic debris and severe pain.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 4 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 5 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Additional info: d6.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the 999890247/2429020 product/lot code combination since its release to distribution, although one other report was found for dislocation concerning the 999800754/2401966 product/lot combination since its release to distribution. The root cause was undetermined due to insufficient information. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa 00777 and 0078. Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.